Manufacturer narrative:
The reported issue was addressed with phone support. An isi technical support engineer (tse) was contacted, and the site confirmed that the issue was resolved by reseating the force bipolar instrument and adapter after the procedure was completed. No site visit was conducted. The system was working properly, and no additional action was required. Isi has not received the instrument involved with this complaint. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A system log review was performed. It was confirmed that the inguinal hernia - unilateral procedure was performed on (B)(6)2022 on system sk4633. A review of the instrument log for the force bipolar (471405-08 /k11220613-0151) was performed. The force bipolar instrument was last used on (B)(6)2022 on system sk4633 , with 10 lives remaining. A review of the site's system logs by tse revealed system error 282 - tool invalid reason: one or more tool sensors were not detected: only tool magnet detected on universal surgical manipulator 1. This complaint is considered a reportable event due to the following: it was alleged that the force bipolar instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the clinical sales representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that during the procedure, the surgeon had a hard time releasing tissue from the force bipolar instrument. The tse reviewed the logs and found error 282 related to tool sensors not detected. The tse noted that this most likely represented an engagement issue with the instrument and sterile adapter. The csr stated that they reinstalled the sterile adapter and the instrument and full articulation was restored after the case. Tse gathered case information and call ended. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not holding tissue and the jaws would not open. The instrument was replaced with a backup. After the procedure the bipolar instrument was tested and worked properly. The issue may have been caused by the rotational limit of the arm.